Event description:
It was reported by the edwards field clinical specialist that during the transaortic deployment of a 23mm sapien valve it embolized into the ventricle. Reportedly the valve was initially positioned 60:40 ventricular; however during deployment the valve implanted below the annulus in the left coronary cusp (90:10 ventricular and canted) causing the valve to be unstable. The valve then embolized into the ventricle, but remained on the .035 amplatz extra stiff guidewire. The patient was placed on femoral bypass and a second 23mm valve was prepared. The surgical team decided that an attempt would be made to try to pull the embolized valve back into the native annulus with a larger bav balloon. A z-med (25mm x 3cm) bav balloon was inserted over the wire and distal to the embolized valve. It was then inflated and pulled back lodging the embolized valve back into the native annulus. The second 23mm valve was implanted within the first to stabile the valve. Echo assessment showed both valves were secure within the native annulus with trace paravalvular leak. The patient was then weaned off bypass and transferred to the recovery unit in stable condition. Additional information noted there was moderate native valve/leaflet calcification and no aortic root calcification or mitral annular calcification (mac). The diameter of the sinotubular junction (stj) was 23.4mm. The image intensifier angle was reported to be good; however the coaxial alignment of delivery system and valve was reported to be poor. Ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case in this case the exact cause of the embolization cannot be confirmed; however procedural (poor coaxial alignment of the valve due to the sheath access point, ventricular positioning of valve) and patient factors (annular calcification, narrow stj) could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.